Manufacturer narrative:
D10. Concomitant products: egia45avm, egia45avm egia 45 artic vasc med sulu, (lot # unknown); sigadaptstnd, sig power sigadaptstnd linear adapter, (serial # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a gastric bypass, the stapler did not automatically stop at the end of the reload. The reload was bent at an angle, and ongoing pressure or force was observed on the reload. The metal staple components was being pushed outwards. The surgeon experienced difficulty re-aligning the stapler and required sufficient pressure against tissues to remove it. A new reload was used with the same handle and adapter. No patient complications have been reported as a result of this event.